Event description:
It was reported that the customer had high blood glucose levels of 402 mg/dl. It was reported that the customer treated with manual insulin injections. The customer reported that the insulin pump did not alert the customer to a no delivery alarm. The alarm history of the insulin pump only showed a low reservoir alarm. The customer declined to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).